Event description:
MRI-conditional aicd was found to be in "power-on reset" mode after MRI was completed. Nurse unable to interrogate the device except with the assistance of the company representative. No apparent harm to the patient.